Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-14466, 2017865-2020-14468. It was reported that the implantable cardioverter-defibrillator (ICD) reached elective replacement indicator (eri). The patient presented for a generator change on (B)(6) 2020. During procedure, extraction was difficult due to submuscular placement. The right atrial (ra) and right ventricular (rv) leads were visibly damaged. The damaged was caused during procedure by cautery per physician. The leads were repaired with medical adhesive and suture sleeves. The case was abandoned, and the ICD remained implanted. Additional information later received noted the patient received a full system extraction due to fever. The date of explant was unknown, and the system was discarded. Additional info also noted ra lead thrombosis, seroma, infusion clinic, negative pressure wound dressing, and infectious disease. The patient was discharged.